Manufacturer narrative:
The original incident occurred on (B)(6) 2015 but was never reported to ferno until april 5, 2016 when it came up in a conversation about an unrelated matter. An investigation was initiated; however, due to the length of time and continued use of the cot, it was decided an evaluation of the cot would not be conducted. The cot was placed out of service after the incident until (B)(6) 2015 when a preventative maintenance service was conducted on the cot. The service report from that evaluation indicated the unit was in good working order and it passed all function and quality assurance tests and was returned to service. There was no report of repairs needed or completed. The injured medic did require surgery for the alleged wrist injury and was off work and on light duty for approximately 7 months; however, the medic did state she is back to work at full capacity and with no limitations. This cot was 11+ years old at the time of incident. And this is the first reported complaint against the serial number. Manufacture of this cot was discontinued in 2008 for release of a next generation model. We cannot confirm a malfunction of the cot was the root cause of the incident. A review of the user manual for the product provides clear instructions on the steps required to load the cot into an ambulance as well as warnings and precautions necessary to prevent any unexpected movement of the cot.. A review of related product complaints does not indicate any malfunctions of the cot that would directly result in life threatening injuries or death. Not reported at time of incident.

Event description:
On 04/05/2016, ferno was made aware of an incident that occurred on (B)(6) 2015 wherein a medic is alleging injury. It was reported that while preparing to load a patient into the ambulance the head end operator was transitioning the cot from the transport position to the loading position when the cot allegedly lowered unexpectedly approximately 1 foot until the medics were able to stop the movement. The foot end operator states she did not pull the release handle during this time. The patient was startled but was not injured. The foot end medic is alleging a wrist injury consisting of minor swelling and soreness. The medic did consult with a doctor and later underwent surgery on her wrist resulting in time off from work and then light duty before being released back to work at full capacity. The cot was placed out of service after the incident until a preventative maintenance service call was conducted on (B)(6) 2015. The service report stated the cot was in good working order. No repairs were noted and the cot was returned to service after passing all function and quality assurance evaluations.